Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4). The dentist reported that 3 months after dental implant was installed in intraoral region 5#, its non-osseointegration was observed. The patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed and 30ncm of primary stability was achieved.